Event description:
The pt (B)(6) is a participant in a clinical study and received an scs system which included two leads from the same lot. It was reported the pt never had effective stimulation. The pt reported his pain and migraine headache have worsened and he would like the scs system explanted. Surgical intervention will be undertaken at a later date to resolve the reported issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.